Event description:
An optometrist reported that a pt who underwent bilateral lasik surgery was diagnosed with stage 1 diffuse lamellar keratitis (dlk) in both eyes at the one day post op visit. The steroid drops were increased to six times per day, and the dlk resolved. At the one week post op visit, the uncorrected va was 20/20. This report concerns the pt's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).